Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned off spontaneously. The epg passed incoming functional testing. It was indicated that the battery contacts were contaminated and that multiple external components were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off spontaneously. The status of the epg is unknown. There was no indication of patient involvement.